Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2007 - the pt was implanted with a non-bard as well as a bard flat mesh during a vaginal procedure. (B)(6) 2010 - the pt was implanted with a non-bard device in a vaginal procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have; however, contacted the initial reporter to request additional information, and if available, to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or eval information is obtained, a follow-up MDR will be submitted.